Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) migrated out of space. The balloon was explanted and replaced. There is no additional information reported.